Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 12.3 mmol/l, 3.5 mmol/l, 12.5 mmol/l, 11.4 mmol/l, and 14.3 mmol/l. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.